Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient was experiencing elevated blood glucose (bg) over 600mg/dl and that the patient had discontinued the pump. The reporter stated that they did not have long-acting insulin and did not want to call the patient's healthcare provider. Customer technical support (cts) advised the reporter to take the patient to the hospital. Troubleshooting could not be completed at the time of initial contact. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia for which medical intervention was sought and the pump could not be ruled out as a contributor.

Manufacturer narrative:
Follow-up #1; date of submission: 02/07/2017. The device has been returned and evaluated by product analysis on 01/19/2017 with the following findings. The data for event on 04/11/2016 has been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).